Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device had broken and pieces of it had migrated to her uterus and her abdomen"), device dislocation ("device had broken and pieces of it had migrated to her uterus and her abdomen / other injury(ies) or complication (s) please describe: fragments of essure still found in abdomen"), device expulsion ("device had broken and pieces of it had migrated to her uterus and her abdomen") and genital haemorrhage ("excessive and abnormal bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included leukemia since 2011. Concomitant products included dasatinib (sprycel) since 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced headache ("headaches / headaches"), menorrhagia ("abnormal bleeding menorrhagia / heavy painful periods"), vaginal haemorrhage ("abnormal bleeding vaginal"), rash pruritic ("rashes or skin conditions type: skin rashes with itching"), skin burning sensation ("rashes or skin condition type: skin rashes with burning") and migraine ("migraines"). On (B)(6) 2014, 6 years 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic to the nickel in the device / nickel allergy") with rash, abdominal distension ("bloated"), hypotension ("bp has been low for a couple of years from 90-105/60"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), mental disorder ("pyschological or psychiatric problem condition") and dysmenorrhoea ("heavy painful periods"). The patient was treated with surgery (surgical removal essure, salpingectomy (bilateral removal of fallopian tubes),), surgery (surgical removal essure) and surgery (surgical removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, device expulsion, headache, allergy to metals, abdominal distension, hypotension, menorrhagia, vaginal haemorrhage, rash pruritic, skin burning sensation, migraine, bladder disorder, urinary tract disorder, mental disorder and dysmenorrhoea outcome was unknown and the genital haemorrhage had not resolved. The reporter considered abdominal distension, allergy to metals, bladder disorder, device breakage, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, headache, hypotension, menorrhagia, mental disorder, migraine, rash pruritic, skin burning sensation, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - in (B)(6) 2008: total bilateral occlusion ¿concerning the injuries reported in this case, the following one/ones were reported via social media: bp has been low for a couple of years from 90-105/60¿ most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record was received events- abnormal bleeding vaginal, abnormal bleeding menorrhagia heavy painful periods, skin rashes with itching, skin rashes with burning, migraines, headaches, bladder problem or changes, urinary problem or changes, pyschological or psychiatric problem condition, abdominal pain, heavy painful periods. Reporter information, concomitant disease, lab data was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device had broken and pieces of it had migrated to her uterus and her abdomen"), device dislocation ("device had broken and pieces of it had migrated to her uterus and her abdomen"), device expulsion ("device had broken and pieces of it had migrated to her uterus and her abdomen") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), headache ("headaches"), allergy to metals ("allergic to the nickel in the device") with rash, abdominal distension ("bloated") and hypotension ("bp has been low for a couple of years from 90-105/60"). The patient was treated with surgery (surgical removal essure), surgery (surgical removal essure) and surgery (surgical removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, device expulsion, pelvic pain, headache, allergy to metals, abdominal distension and hypotension outcome was unknown and the genital haemorrhage had not resolved. The reporter considered abdominal distension, allergy to metals, device breakage, device dislocation, device expulsion, genital haemorrhage, headache, hypotension and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were reported via social media: bp has been low for a couple of years from 90-105/60¿. Most recent follow-up information incorporated above includes: on 27-nov-2017: new events: hypotension was added. Previously reported event ¿genital hemorrhage¿ outcome was updated from unknown to not resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device had broken and pieces of it had migrated to her uterus and her abdomen"), device dislocation ("device had broken and pieces of it had migrated to her uterus and her abdomen / other injury(ies) or complication (s) please describe: fragments of essure still found in abdomen"), device expulsion ("device had broken and pieces of it had migrated to her uterus and her abdomen"), genital haemorrhage ("excessive and abnormal bleeding") and suicidal ideation ("psychological or psychiatric problems condition: suicidal") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute migraine, leukocytosis, trauma, back pain, flank pain, constipation, dysfunctional uterine bleeding, vaginitis, urinary tract infection, dysuria, bipolar disorder and bloody stool. Previously administered products included for an unreported indication: birth control pill. Concurrent conditions included leukemia since 2011. Concomitant products included dasatinib monohydrate (sprycel) since 2011 and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced headache ("headaches / headaches") and migraine ("migraines"). In (B)(6) 2008, the patient experienced rash pruritic ("rashes or skin conditions type: skin rashes with itching"), skin burning sensation ("rashes or skin condition type: skin rashes with burning/rashes or skin conditions type:rashes w/itching & burning") and dysmenorrhoea ("heavy painful periods"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression, suicidal") and nausea ("nausea"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding menorrhagia / heavy painful periods") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), vaginal discharge ("vaginal discharge") and pollakiuria ("urinary frequency"). In (B)(6) 2014, the patient experienced allergy to metals ("allergic to the nickel in the device / nickel allergy") with rash. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, 6 years 4 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), abdominal distension ("bloated"), hypotension ("bp has been low for a couple of years from 90-105/60"), ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst.") And muscle twitching ("rashes or skin conditions type:rashes w/itching & burning(event splitted for coding)"). The patient was treated with surgery (surgical removal essure, salpingectomy (bilateral removal of fallopian tubes), and surgical removal of essure,salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, device expulsion, suicidal ideation, headache, allergy to metals, abdominal distension, hypotension, rash pruritic, skin burning sensation, bladder disorder, urinary tract disorder, depression, vaginal discharge, ovarian cyst, pollakiuria and muscle twitching outcome was unknown, the genital haemorrhage had not resolved, the menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea and nausea had resolved and the fatigue was resolving. The reporter considered abdominal distension, allergy to metals, bladder disorder, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypotension, menorrhagia, migraine, muscle twitching, nausea, ovarian cyst, pollakiuria, rash pruritic, skin burning sensation, suicidal ideation, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2008 in current follow up reported as: (B)(6) 2008 discrepancy noted in removal date previously reported as: (B)(6) 2014 in current follow up reported as: (B)(6) 2011(per mr) diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - (B)(6) 2008: results: total bilateral occlusion. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were reported via social media: bp has been low for a couple of years from 90-105/60¿ concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, migraine. Abnormal bleeding, nausea, ovarian cyst, abdominal pain, vaginal discharge, urinary frequency most recent follow-up information incorporated above includes: on 14-dec-2018: plaintiff fact sheet received, reporter added, aka added, demographic updated, essure insertion date updated, event added- suicidial, abdominal pain, dysmenorrhoea, depression, nausea, vaginal discharge, ovarian cyst, fatigue, pollakiuria and twitching. Events onset date added, outcome and severity added. Patients medical history added, concomitant drug added. Lab data added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device had broken and pieces of it had migrated to her uterus and her abdomen'), device dislocation ('device had broken and pieces of it had migrated to her uterus and her abdomen / other injury(ies) or complication (s) please describe: fragments of essure still found in abdomen'), device expulsion ('device had broken and pieces of it had migrated to her uterus and her abdomen'), genital haemorrhage ('excessive and abnormal bleeding') and suicidal ideation ('psychological or psychiatric problems condition: suicidal') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute migraine, leukocytosis, trauma, back pain, flank pain, constipation, dysfunctional uterine bleeding, vaginitis, urinary tract infection, dysuria, bipolar disorder and bloody stool. Previously administered products included for an unreported indication: birth control pill. Concurrent conditions included leukemia since 2011. Concomitant products included dasatinib monohydrate (sprycel) since 2011 and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced headache ("headaches / headaches") and migraine ("migraines"). In (B)(6) 2008, the patient experienced rash pruritic ("rashes or skin conditions type: skin rashes with itching"), skin burning sensation ("rashes or skin condition type: skin rashes with burning/rashes or skin conditions type:rashes w/itching & burning") and dysmenorrhoea ("heavy painful periods"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and nausea ("nausea"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding menorrhagia / heavy painful periods") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), vaginal discharge ("vaginal discharge") and pollakiuria ("urinary frequency"). In september 2014, the patient experienced allergy to metals ("allergic to the nickel in the device / nickel allergy") with rash. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, 6 years 4 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), abdominal distension ("bloated"), hypotension ("bp has been low for a couple of years from 90-105/60"), ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst."), muscle twitching ("rashes or skin conditions type:rashes w/itching & burning(event splitted for coding)") and arthralgia ("joints and hips don't hurt"). The patient was treated with surgery (bilateral salpingectomy laparoscopically (bilateral removal of fallopian tubes, bilateral salpingectomy laparoscopically (bilateral removal of fallopian tubes) and bilateral salpingectomy laparoscopically (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, device expulsion, suicidal ideation, headache, allergy to metals, abdominal distension, hypotension, rash pruritic, skin burning sensation, bladder disorder, urinary tract disorder, depression, vaginal discharge, ovarian cyst, pollakiuria and muscle twitching outcome was unknown, the genital haemorrhage had not resolved, the menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, nausea and arthralgia had resolved and the fatigue was resolving. The reporter considered abdominal distension, allergy to metals, arthralgia, bladder disorder, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypotension, menorrhagia, migraine, muscle twitching, nausea, ovarian cyst, pollakiuria, rash pruritic, skin burning sensation, suicidal ideation, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2008. In current follow up reported as: (B)(6) 2008. Discrepancy noted in removal date. Previously reported as: (B)(6) 2014. In current follow up reported as: (B)(6) 2011(per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - in (B)(6) 2008: results: total bilateral occlusion. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were reported via social media: bp has been low for a couple of years from 90-105/60¿, arthralgia concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, migraine. Abnormal bleeding, nausea, ovarian cyst, abdominal pain, vaginal discharge, urinary frequency. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received. Reporter added. Event: joints and hips don't hurt added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device had broken and pieces of it had migrated to her uterus and her abdomen'), device dislocation ('device had broken and pieces of it had migrated to her uterus and her abdomen / other injury(ies) or complication (s) please describe: fragments of essure still found in abdomen'), device expulsion ('device had broken and pieces of it had migrated to her uterus and her abdomen') and suicidal ideation ('psychological or psychiatric problems condition: suicidal') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute migraine, leukocytosis, trauma, back pain, flank pain, constipation, dysfunctional uterine bleeding, vaginitis, urinary tract infection, dysuria, bipolar disorder and bloody stool. Previously administered products included for an unreported indication: birth control pill. Concurrent conditions included leukemia since 2011. Concomitant products included dasatinib monohydrate (sprycel) since 2011 and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced headache ("headaches / headaches") and migraine ("migraines"). In (B)(6) 2008, the patient experienced rash pruritic ("rashes or skin conditions type: skin rashes with itching"), skin burning sensation ("rashes or skin condition type: skin rashes with burning/rashes or skin conditions type:rashes w/itching & burning") and dysmenorrhoea ("heavy painful periods"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and nausea ("nausea"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding menorrhagia / heavy painful periods") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), vaginal discharge ("vaginal discharge") and pollakiuria ("urinary frequency"). In (B)(6) 2014, the patient experienced allergy to metals ("allergic to the nickel in the device / nickel allergy") with rash. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, 6 years 5 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), genital haemorrhage ("excessive and abnormal bleeding"), abdominal distension ("bloated"), hypotension ("bp has been low for a couple of years from 90-105/60"), ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst."), muscle twitching ("rashes or skin conditions type:rashes w/itching & burning(event splitted for coding)"), arthralgia ("joints and hips don't hurt"), pain ("it radiates to the lower back . Almost like back labor"), periorbital swelling ("swelling around eyes") and pain in extremity ("hand hurts"). The patient was treated with surgery (bilateral salpingectomy laproscopically (bilateral removal of fallopian tubes, bilateral salpingectomy laproscopically (bilateral removal of fallopian tubes) and bilateral salpingectomy laproscopically (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, device expulsion, suicidal ideation, headache, allergy to metals, abdominal distension, hypotension, rash pruritic, skin burning sensation, bladder disorder, urinary tract disorder, depression, vaginal discharge, ovarian cyst, pollakiuria, muscle twitching, pain, periorbital swelling and pain in extremity outcome was unknown, the genital haemorrhage had not resolved, the menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, nausea and arthralgia had resolved and the fatigue was resolving. The reporter considered abdominal distension, allergy to metals, arthralgia, bladder disorder, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypotension, menorrhagia, migraine, muscle twitching, nausea, ovarian cyst, pain, pain in extremity, periorbital swelling, pollakiuria, rash pruritic, skin burning sensation, suicidal ideation, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: 20-jun-2008. In current follow up reported as: 20may2008. Discrepancy noted in removal date previously reported as: 05-nov-2014. In current follow up reported as: 05nov2011(per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - in (B)(6) 2008: results: total bilateral occlusion. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were reported via social media: bp has been low for a couple of years from 90-105/60¿, arthralgia concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, migraine. Abnormal bleeding, nausea, ovarian cyst, abdominal pain, vaginal discharge, urinary frequency most recent follow-up information incorporated above includes: on 20-feb-2020: content from social media received. Events swelling around eyes and hand hurts were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device had broken and pieces of it had migrated to her uterus and her abdomen'), device dislocation ('device had broken and pieces of it had migrated to her uterus and her abdomen / other injury(ies) or complication (s) please describe: fragments of essure still found in abdomen'), device expulsion ('device had broken and pieces of it had migrated to her uterus and her abdomen') and suicidal ideation ('psychological or psychiatric problems condition: suicidal') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute migraine, leukocytosis, trauma, back pain, flank pain, constipation, dysfunctional uterine bleeding, vaginitis, urinary tract infection, dysuria, bipolar disorder and bloody stool. Previously administered products included for an unreported indication: birth control pill. Concurrent conditions included leukemia since 2011. Concomitant products included dasatinib monohydrate (sprycel) since 2011 and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced headache ("headaches / headaches") and migraine ("migraines"). In (B)(6) 2008, the patient experienced rash pruritic ("rashes or skin conditions type: skin rashes with itching"), skin burning sensation ("rashes or skin condition type: skin rashes with burning/rashes or skin conditions type:rashes w/itching & burning") and dysmenorrhoea ("heavy painful periods"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and nausea ("nausea"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding menorrhagia / heavy painful periods") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), vaginal discharge ("vaginal discharge") and pollakiuria ("urinary frequency"). In (B)(6) 2014, the patient experienced allergy to metals ("allergic to the nickel in the device / nickel allergy") with rash. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, 6 years 5 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive and abnormal bleeding"), suicidal ideation (seriousness criterion medically significant), abdominal distension ("bloated"), hypotension ("bp has been low for a couple of years from 90-105/60"), ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst."), muscle twitching ("rashes or skin conditions type:rashes w/itching & burning(event splitted for coding)"), arthralgia ("joints and hips don't hurt") and back pain ("it radiates to the lower back . Almost like back labor"). The patient was treated with surgery (bilateral salpingectomy laproscopically (bilateral removal of fallopian tubes, bilateral salpingectomy laproscopically (bilateral removal of fallopian tubes) and bilateral salpingectomy laproscopically (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, device expulsion, suicidal ideation, headache, allergy to metals, abdominal distension, hypotension, rash pruritic, skin burning sensation, bladder disorder, urinary tract disorder, depression, vaginal discharge, ovarian cyst, pollakiuria, muscle twitching and back pain outcome was unknown, the genital haemorrhage had not resolved, the menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, nausea and arthralgia had resolved and the fatigue was resolving. The reporter considered abdominal distension, allergy to metals, arthralgia, back pain, bladder disorder, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypotension, menorrhagia, migraine, muscle twitching, nausea, ovarian cyst, pollakiuria, rash pruritic, skin burning sensation, suicidal ideation, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2008. In current follow up reported as: (B)(6) 2008. Discrepancy noted in removal date previously reported as: (B)(6) 2014. In current follow up reported as: (B)(6) 2011(per mr) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - in (B)(6) 2008: results: total bilateral occlusion. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were reported via social media: bp has been low for a couple of years from 90-105/60¿, arthralgia concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, migraine. Abnormal bleeding, nausea, ovarian cyst, abdominal pain, vaginal discharge, urinary frequency. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Event : it radiates to the lower back. Almost like back labor were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device had broken and pieces of it had migrated to her uterus and her abdomen'), device dislocation ('device had broken and pieces of it had migrated to her uterus and her abdomen / other injury(ies) or complication (s) please describe: fragments of essure still found in abdomen'), device expulsion ('device had broken and pieces of it had migrated to her uterus and her abdomen') and suicidal ideation ('psychological or psychiatric problems condition: suicidal') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute migraine, leukocytosis, trauma, back pain, flank pain, constipation, dysfunctional uterine bleeding, vaginitis, urinary tract infection, dysuria, bipolar disorder and bloody stool. Previously administered products included for an unreported indication: birth control pill. Concurrent conditions included leukemia since 2011. Concomitant products included dasatinib monohydrate (sprycel) since 2011 and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced headache ("headaches / headaches") and migraine ("migraines"). In (B)(6) 2008, the patient experienced rash pruritic ("rashes or skin conditions type: skin rashes with itching"), skin burning sensation ("rashes or skin condition type: skin rashes with burning/rashes or skin conditions type:rashes w/itching & burning") and dysmenorrhoea ("heavy painful periods"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and nausea ("nausea"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding menorrhagia / heavy painful periods") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), vaginal discharge ("vaginal discharge") and pollakiuria ("urinary frequency"). In (B)(6) 2014, the patient experienced allergy to metals ("allergic to the nickel in the device / nickel allergy") with rash. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, 6 years 5 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), genital haemorrhage ("excessive and abnormal bleeding"), abdominal distension ("bloated"), hypotension ("bp has been low for a couple of years from 90-105/60"), ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst."), muscle twitching ("rashes or skin conditions type:rashes w/itching & burning(event splitted for coding)"), arthralgia ("joints and hips don't hurt"), pain ("it radiates to the lower back . Almost like back labor"), periorbital swelling ("swelling around eyes") and pain in extremity ("hand hurts"). The patient was treated with surgery (bilateral salpingectomy laparoscopically (bilateral removal of fallopian tubes, bilateral salpingectomy laparoscopically (bilateral removal of fallopian tubes) and bilateral salpingectomy laparoscopically (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, device expulsion, suicidal ideation, headache, allergy to metals, abdominal distension, hypotension, rash pruritic, skin burning sensation, bladder disorder, urinary tract disorder, depression, vaginal discharge, ovarian cyst, pollakiuria, muscle twitching, pain, periorbital swelling and pain in extremity outcome was unknown, the genital haemorrhage had not resolved, the menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, nausea and arthralgia had resolved and the fatigue was resolving. The reporter considered abdominal distension, allergy to metals, arthralgia, bladder disorder, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypotension, menorrhagia, migraine, muscle twitching, nausea, ovarian cyst, pain, pain in extremity, periorbital swelling, pollakiuria, rash pruritic, skin burning sensation, suicidal ideation, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2008. In current follow up reported as: (B)(6) 2008. Discrepancy noted in removal date previously reported as: (B)(6) 2014. In current follow up reported as: (B)(6) 2011(per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - in (B)(6) 2008: results: total bilateral occlusion. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were reported via social media: bp has been low for a couple of years from 90-105/60¿, arthralgia concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, migraine. Abnormal bleeding, nausea, ovarian cyst, abdominal pain, vaginal discharge, urinary frequency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device had broken and pieces of it had migrated to her uterus and her abdomen'), device dislocation ('device had broken and pieces of it had migrated to her uterus and her abdomen / other injury(ies) or complication (s) please describe: fragments of essure still found in abdomen'), device expulsion ('device had broken and pieces of it had migrated to her uterus and her abdomen') and suicidal ideation ('psychological or psychiatric problems condition: suicidal') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute migraine, leukocytosis, trauma, back pain, flank pain, constipation, dysfunctional uterine bleeding, vaginitis, urinary tract infection, dysuria, bipolar disorder and bloody stool. Previously administered products included for an unreported indication: birth control pill. Concurrent conditions included leukemia since 2011. Concomitant products included dasatinib monohydrate (sprycel) since 2011 and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced headache ("headaches / headaches") and migraine ("migraines"). In (B)(6) 2008, the patient experienced rash pruritic ("rashes or skin conditions type: skin rashes with itching"), skin burning sensation ("rashes or skin condition type: skin rashes with burning/rashes or skin conditions type:rashes w/itching & burning") and dysmenorrhoea ("heavy painful periods"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and nausea ("nausea"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding menorrhagia / heavy painful periods") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), vaginal discharge ("vaginal discharge") and pollakiuria ("urinary frequency"). In (B)(6) 2014, the patient experienced allergy to metals ("allergic to the nickel in the device / nickel allergy") with rash. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, 6 years 5 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), genital haemorrhage ("excessive and abnormal bleeding"), abdominal distension ("bloated"), hypotension ("bp has been low for a couple of years from 90-105/60"), ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst."), muscle twitching ("rashes or skin conditions type:rashes w/itching & burning(event splitted for coding)"), arthralgia ("joints and hips don't hurt"), pain ("it radiates to the lower back . Almost like back labor"), periorbital swelling ("swelling around eyes") and pain in extremity ("hand hurts") and was found to have weight increased ("gaining weight"). The patient was treated with surgery (bilateral salpingectomy laproscopically (bilateral removal of fallopian tubes, bilateral salpingectomy laproscopically (bilateral removal of fallopian tubes) and bilateral salpingectomy laproscopically (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, device expulsion, suicidal ideation, headache, allergy to metals, abdominal distension, hypotension, rash pruritic, skin burning sensation, bladder disorder, urinary tract disorder, depression, vaginal discharge, ovarian cyst, pollakiuria, muscle twitching, pain, periorbital swelling, pain in extremity and weight increased outcome was unknown, the genital haemorrhage had not resolved, the menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, nausea and arthralgia had resolved and the fatigue was resolving. The reporter considered abdominal distension, allergy to metals, arthralgia, bladder disorder, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypotension, menorrhagia, migraine, muscle twitching, nausea, ovarian cyst, pain, pain in extremity, periorbital swelling, pollakiuria, rash pruritic, skin burning sensation, suicidal ideation, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2008. In current follow up reported as: (B)(6) 2008. Discrepancy noted in removal date previously reported as: (B)(6) 2014. In current follow up reported as: (B)(6) 2011(per mr) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - in (B)(6) 2008: results: total bilateral occlusion. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were reported via social media: bp has been low for a couple of years from 90-105/60¿, arthralgia, weight increased. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, migraine. Abnormal bleeding, nausea, ovarian cyst, abdominal pain, vaginal discharge, urinary frequency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event gain weight was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device had broken and pieces of it had migrated to her uterus and her abdomen"), device dislocation ("device had broken and pieces of it had migrated to her uterus and her abdomen"), device expulsion ("device had broken and pieces of it had migrated to her uterus and her abdomen") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), headache ("headaches") and allergy to metals ("allergic to the nickel in the device") with rash. The patient was treated with surgery (surgical removal essure). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, device expulsion, genital haemorrhage, pelvic pain, headache and allergy to metals outcome was unknown. The reporter considered allergy to metals, device breakage, device dislocation, device expulsion, genital haemorrhage, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device had broken and pieces of it had migrated to her uterus and her abdomen"), device dislocation ("device had broken and pieces of it had migrated to her uterus and her abdomen"), device expulsion ("device had broken and pieces of it had migrated to her uterus and her abdomen") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), headache ("headaches"), allergy to metals ("allergic to the nickel in the device") with rash and abdominal distension ("bloated"). The patient was treated with surgery (surgical removal essure). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, device expulsion, genital haemorrhage, pelvic pain, headache, allergy to metals and abdominal distension outcome was unknown. The reporter considered abdominal distension, allergy to metals, device breakage, device dislocation, device expulsion, genital haemorrhage, headache and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 21-nov-2017: event bloated added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.